Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via letter that the patient first noticed the issue when "shocked lying down", also, when sitting in the car. The device would default to change screen 6-7 times before getting to the stimulation screen. They noted they talked and met with the rep but would not connect. It would occasionally shut off. They also reported that the replacement controller worked fine now, and they were all good. The representative reprogrammed their device and the issue resolved.

Manufacturer narrative:
Product ID 97745 lot# (B)(4). Product type programmer, analysis of the programmer (97745 lot# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller was "sort of acting up". The patient reported that at one point the "automatic" (adaptive stimulation) setting went off. The patient reported that the adaptive stimulation is not reading the right position they were in. It was reported that sometimes the controller shows the wrong picture and has the wrong "power setting". The patient reported that while standing, the setting should be on 10, but the setting shows stimulation is at 2. The patient reported that at night when laying, the setting should be at 2. It was reported that the wrong position on controller and settings not sticking has been going on for about 4-5 days prior to the report. It was reported when the manufacturer representative tried to do reprogramming, they had hard time because the controller "didn't hold the setting right." It was reported that even after being reprogrammed, the device adaptive stimulation is not functioning properly. The replacement controller was requested. The patient stated that they noticed pain level went up and they have been limping around. The patient reported due to pain level going up, they checked the ins and controller battery levels and "everything was at 100%." The patient reported that while in a lying position, they felt a shock because the stimulation setting was incorrect on adaptive stim.